Event description:
The hcp reported the product was removed due to an infection; there had been "purulent drainage from the ipg pocket with sinus." The pt had experienced symptoms of redness, tenderness and incisional wound opening. The primary location of the infection had been the device pocket and cultures obtained from that area showed "very light growth coagulase negative staphylococcus". The pt realized total device system explant. He did not have meningitis; the infection was ongoing.

Manufacturer narrative:
Results of final device analysis were not complete at the time of this report. A follow-up report will be sent when product evaluation has been completed.